Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a bd glidepath dialysis catheter placement procedure for dialysis treatment. On (B)(6) 2025, it was reported during a dialysis session, the venous-side luer connector allegedly detached from the dialysis circuit while the circuit was being rotated, resulting in a significant blood loss. Reportedly, there was no visible damage to the venous side luer connector. The incident was discovered during a staff lunch changeover, and the patient subsequently passed away. The hospital believes the disconnection may have been due to an insecure connection, likely a procedural issue. The patient's cause of death was unknown.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one glidepath d/l catheter and a stopcock were returned for evaluation. A visual inspection was performed on the returned device. The complaint sample appeared to have blood residue throughout, and no caps were present on the luers. The catheter was returned with both clamps engaged. The luers on the catheter and the stopcock were thoroughly inspected. No unusual findings were observed on the exterior or interior of the luer hubs and the stopcock. The luer threads appeared normal on both hubs. During functional testing, an in-house syringe was attached to both luers without issue, and no leaks were observed from either luer or along the catheter. Additionally, the unknown brand stopcock successfully loaded and locked onto each catheter luer without issue. Functional testing with the stopcock confirmed patency and no leaks during infusion and aspiration via both the blue and red luers. Hydrostatic pressure testing also revealed no leaks throughout the catheter. No medical records were provided. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. Therefore, the reported disconnection and blood leak cannot be confirmed. No causal relationship between the disconnection, blood leak, and the patient¿s death has been established. Based on the available information, the definitive root cause of the disconnection, blood leak, and patient death is unknown. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. D4 (unique identifier (UDI) #), g3, h6 (component, method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a bd glidepath dialysis catheter placement procedure for dialysis treatment. On (B)(6) 2025, it was reported during a dialysis session, the venous-side luer connector allegedly detached from the dialysis circuit while the circuit was being rotated, resulting in a significant blood loss. Reportedly, there was no visible damage to the venous side luer connector. The incident was discovered during a staff lunch changeover, and the patient subsequently passed away. The hospital believes the disconnection may have been due to an insecure connection, likely a procedural issue. The patient's cause of death was unknown.